Event description:
A patient underwent revision surgery to address a fractured locking mechanism on a three-level ozark plate. Two ozark screws at the level of the fractured locking mechanism migrated and "began eroding under the esophagus." This report captures the three-level ozark plate.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation. H3 other text : device not returned.

Event description:
A patient underwent revision surgery to address a fractured locking mechanism on a three-level ozark plate. Two ozark screws at the level of the fractured locking mechanism migrated and "began eroding under the esophagus." This report captures the three-level ozark plate.